Event description:
It was reported that during surgery system shut down. Doctor completed surgery using a back up system. No pt injury or pt delay.

Manufacturer narrative:
(B)(4). Inspection and analysis of the unit was completed. Field service engineer visited site and replaced power supply assembly. Fse calibrated system and system meets amo specification. There is no pt involvement.